Event description:
It was reported that there were high, out-of-range shock impedances of greater than 125 ohms on the right ventricular (rv) lead. Boston scientific technical services (ts) noted a gradual rise in shock impedance post implant, which later plateaued. Options were discussed. The device and rv lead remain in service. No adverse patient effects were reported.